Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA medwatch mw5092403) that a patient of unknown age, and race underwent unspecified breast surgery with an unknown size unknown saline on one side and with 460cc mentor smooth round high profile on the other side and was presented with bilateral breast pain and generalized illness including fatigue, brain fog, joint muscle pain, hair loss, dry eyes, hormonal imbalances, night sweats, shortness of breath, anxiety, inflammation, and hormone issues. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for patient's side implanted with unknown saline implant.